Manufacturer narrative:
Date of event: the exact date of event is unknown, and the account only indicated that the event occurred approximately two (2) weeks ago. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
While application support manager was at customer site for surgery support, the account reported that two weeks ago they experienced a suction loss on the left eye (os) of a patient during the raster. The doctor was able to reacquire suction and complete the procedure as planned. It was noted the suction loss was due to patient movement.